Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, at fifth inflation, it was noted that the balloon ruptured at 8atm within 5 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. There were no patient complications reported.